Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. Test strip lot # 1020215155 expiration date: 6/30/2017 control solution lot # none per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation. Not returned to manufacturer.

Event description:
Consumer called in reporting an incident where the emts were called today due to a hypoglycemic event she experienced. Consumer reported that she woke up and tested her blood glucose today: blood glucose results pulled directly from the meter-date/time incorrect-actually (B)(6) 2015 @ about 8am. Result as stored in the meter's history: (B)(6) 2015 @1:59 pm bg 166 mg/dl (fasting). Consumer went out to breakfast later that morning and then took her normal 6 units of insulin after eating. She tested again around 11:30 am: result as stored in the meter's history: (B)(6) 2015 @5:26 pm bg 205 mg/dl she 'felt low' so she had a snack. Her husband began to notice her 'acting strangely' so he called the emt's. The emt's arrived and checked her bg on their unk meter several times and the results were between 52-55 mg/dl. According to the consumer, her husband gave her' orange juice and some turkey'. The consumer did not receive any treatment from the emts. The emts checked her bg again before leaving and the result was 90 mg/dl. She refused to go to the hospital and signed a form stating this.

Manufacturer narrative:
The customer's complaint is confirmed. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidence by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.